Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the customer did not perform the air removal step, was using expired supplies and reusing supplies. Customer loaded a new cartridge to resolve the issue, and tandem technical support educated customer on proper load procedure. There was no adverse impact to the customer¿s blood glucose level.

Manufacturer narrative:
The tandem pump user guide instructs the user to remove any residual air from the cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.